Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pwaves have decreased in the past year from 1.5mv to 0.7mv. It was also reported that the patient was in atrial fibrillation. Increasing the right atrial lead sensitivity was discussed. Follow-up attempts to acquire more information were unsuccessful. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.